Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer's pump had issues with history anomaly. The customer's blood glucose level was unknown. The pump was reported to have missing information when it was uploaded. The father wanted the pump to be replaced. The customer was advised the pump would be replaced and returned for analysis.